Event description:
The iab was inserted into the pt on 8/26/98 at 8:20 p.m. And removed on 9/7/98 at 8:30 a.m. The iab did not malfunction. A vascular surgeon was consulted. The pt had a thrombosis and major ischemia. Removal of the iab was required and surgery was required. The iab was not returned to datascope. (Event complications: thrombosis/major ischemia/removal/surgery required - reported). (Pt's current status: unk - reported 9/9/98.